Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Beginning (B)(6) 2014 min rv pacing impedance has been varying up to 874 ohms and down to 399 ohms.

Event description:
It was reported that there was high impedance on the right ventricular (rv) lead. It was noted there was also patient alert. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.